Event description:
It was reported that during a sigmoid colon resection procedure, after the surgeon fired the initial firing with a blue setting, he observed the staple line and it had cut and stapled but the staples were open ended and malformed on both sides. He then used a tlc device with a blue reload and completed the procedure. This did require cutting an additional inch off the colon but did not affect the success of the procedure for the patient. Patient is stable. The surgeon also stated the device was difficult to fire.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. It was noted that there was (one) well formed staple present. The device was tested with a test cartridge and fired for functionality. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. We have documented the circumstances as they were reported to us. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during implant the physician had difficulty placing two leads through the coronary sinus in two separate attempts. The leads were not used and the patient was referred for an epicardial lead implant. No patient complications were reported as a result of this event.